Event description:
A report was received that the patient was experiencing exacerbation of the abdominal pain resulting to diarrhea due to the scs stimulation. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing exacerbation of the abdominal pain resulting to diarrhea due to the scs stimulation. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing exacerbation of the abdominal pain resulting to diarrhea due to the scs stimulation. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the use of other contacts produced extremely uncomfortable abdominal pain. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the database analysis revealed no anomalies. The physician suspected current ipg was unable to provide programming options to capture pain pattern.

Event description:
A report was received that the patient was experiencing exacerbation of the abdominal pain resulting to diarrhea due to the scs stimulation. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that an x-ray was taken and showed that the ipg had repositioned since the time of implant. The physician believed that this might be the cause of the patient¿s inability to charge. Device malfunction was not suspected by the physician. The patient would not want to move forward with revision. No further course of action at this time.

Event description:
A report was received that the patient was experiencing exacerbation of the abdominal pain resulting to diarrhea due to the scs stimulation. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing exacerbation of the abdominal pain resulting to diarrhea due to the scs stimulation. The patient will undergo a revision.